Event description:
It was reported that during a lap gastrectomy, the obturator could not be inserted into the trocar sleeve. The duckbill valve seemed to be completely closed. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4).